Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited noise, which caused ventricular fibrillation episodes and non-sustained ventricular oversensing episodes. The patient was brought in for a lead revision procedure. During the procedure, lead fracture was observed. The lead was explanted, and the patient was stable post-procedure.